Event description:
(B)(4) (for, rep, hcp): medtronic received a report that the pipeline was opened after size selection based on vascular diameter measurement. During stent deployment, there appeared to be a difference between the diameter of the stent and the blood vessel diameter, so the stent was removed for safety reasons. Placement was done again using a stent with a larger diameter than the original. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No health damage present. The patient was undergoing surgery for treatment of a spindle shaped, unruptured aneurysm in the left vertebral artery with a max diameter of 10 mm and a 5 mm neck diameter. Landing zone: distal: 2.5 mm and proximal: 4.9 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The post operative findings related to the blood flow contrast showed no ischemic/hemorrhagic symptoms. Ancillary devices include a phenom 27.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that since the pipeline was small in size relative to the diameter of the blood vessel, it was in a state where it could be opened if trying to open it. It was clarified that the issue was when the pipeline was induced and deployed, the stent diameter was thin relative to the diameter of the blood vessel, and there was a possibility that it would not be crimped. Therefore, the reported pipeline was collected and a pipeline with a thick diameter was placed. ***this event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable***

Manufacturer narrative:
H.6. Note that codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.